Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Pt had a revision surgery due to a blocker (cat# 48230000) loosening. An add'l blocker, 2 screws (cat# 482316545) and 2 rods (cat# 48232480) were also explanted during the revision surgery. At this time it is thought that the blocker is the root cause of the issue. Reportability of the other implants will be re-evaluated once the investigation is complete.

Event description:
It was reported that, "pt had a revision surgery on (B) (6) 2009 to extend a previous t5-t12 fusion-trauma. The surgeon extended the fusion to l1 using two pedicle screws and 4 rod to rod connectors. Post op a cap screw on the left l1 screw dislodged. Had to revise, going down to l2,4 new rod to rod connectors and a crosslink."